Manufacturer narrative:
The sample probe on the architect c16000 was replaced as it had been on the system approximately 9 months. The cuvette washer was tightened and additional parts replaced, including the 2 alkaline wash valves as deposits were noted on them, and the probe wash pump bellows as a crack was found. A reproducibility run following abbott service was acceptable. An issue with the cuvette washer was reported 3 days prior to the current complaint, however, it cannot be definitively determined if there is a direct connection. The probe, valve, and bellows are replaced as part of preventive maintenance and are commonly replaced to address fluidics and results issues; no adverse trends were identified with respect to the replaced parts. Based on the available information, a deficiency of the system was not identified, the issue was resolved through standard troubleshooting procedures. Components are inspected as part of routine maintenance as described in the operations manual, but a crack in the bellows suggests a malfunction occurred. Troubleshooting assistance is also available in current labeling for erratic results.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely depressed architect calcium results on a patient sample that repeated in the normal range. Sample ID (B)(6) tested architect calcium of 0.50 mmol/l but repeated 2.11 mmol/l (normal range). No specific patient information was provided. No impact to patient management was reported.